Event description:
It was reported that during a procedure of the mid left anterior descending (lad) artery a 2.5 x 23 mm promus was successfully deployed followed by a kissing technique attempted in the proximal lad and circumflex (cx) arteries. A 3.0 x 18 mm promus was advanced in the lad but could not get positioned at the lesion. A 2.5 x 23 mm promus was successfully positioned in the cx but during withdrawal of the delivery system, the stent implant dislodged off the balloon. The undeployed stent was in the cx. A snare was used without success. A different 2.5 x 23 mm promus was used to crushed the undeployed stent against the vessel wall. It was suspected that the stent may have got caught on the 3.0 x 18 stent in the lad. There was no reported adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Potential causes for stent dislodgement, may include interaction of the stent with the lesion, anatomical conditions, accessory devices and/or previously implanted stents or kissing technique. The stent delivery system (sds) was not returned for analysis and may have assisted in the investigation. In this case, it appears that the stent interacted with the undeployed 3.0 x 18 mm promus sent during the kissing balloon technique and the subsequent attempt to withdrawal resulted in the stent dislodgement. The reported stent dislodgement and the need to crush the stent to the vessel wall (device embedded in vessel) appear to be related to the procedure circumstances and there are no indications of a product quality deficiency. A review of the finished product lot history record (lhr) did not revealed any nonconforming material record which could have contributed to this incident. Additionally, a query of the complaint-handling database was performed and no other incidents have been reported for stent dislodgement for this lot. All stent delivery system are inspected for proper stent placement and crimped stent outer diameter. In addition, as part of product release testing, a sampling of units is destructively tested for stent dislodgement force. You are receiving this medwatch report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.